Event description:
It has been reported to philips that during a procedure, x-ray could not be triggered via the wireless footswitch. The wifi indicator on the footswitch was red, which indicates that there was an error in the wireless connection. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, a system restart re-established the connection of the wireless footswitch. The procedure was completed using the wireless footswitch. A philips service engineer connected the wired footswitch as a backup. Philips has confirmed that the reported failure is due to a connectivity issue. Due to a firmware bug the wireless foot switch can suddenly stop responding when a number of ambient conditions coexist, such as emc disturbance and the presence of other wireless devices in the room. Philips has initiated a medical device correction (2021-igt-bst-020). Updated codes based on investigation.